Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.

Event description:
Small silicone outside the prosthesis on both sides, most suitable for small intracapsular silicone leakage.

Event description:
Device remains implanted.